Event description:
It was reported that during a surgical procedure at 78,000 joules of use, the "aiming beam fires straight out of fiber and the aiming beam tip was not firing good". The fiber was exchanged with a second fiber to the complete the procedure. The patient outcome was reported as: "no injury."

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.